Event description:
It was reported that during implant procedure, the defibrillation threshold test on this subcutaneous implantable cardioverter defibrillator (s-ICD) was performed, and the rhythm was not converted. Technical services (ts) discussed on how to change polarity on the induction screen and that is the physician discretion with shock impedance greater than 110 ohms due to risk of conversion difficulty. This s-ICD was successfully implanted. No adverse patient effects were reported.